Event description:
During a rectum resection procedure, the device staple line incomplete, part of the lumen open, part of the staples were not formed correctly, purse string suture was used to end procedure. No patient consequence.